Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h6: img code g2005 belongs to product ID: nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre op the device was beeping and making a bunch of noise when the pi box is plugged in to the console. Tried 3 other pi boxes, and 2 made the noises. The system displays an out of measurement range message without excessive noise. Troubleshooting done by site: swapped between wired/wireless connection, swapped pi boxes, complaint not resolved, swapped console, complaint not replicated, confirmed system is in its own isolated outlet. Troubleshooting by rep: replicated issue with her own pi box, replicated with site's pi boxes, confirmed no other console is experiencing this issue there was no patient impact.